Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert observed in the pump's history. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by switching to non-tandem charging supplies, and the pump began charging again.